Manufacturer narrative:
(B)(4) s/w (B)(4). Retainer ring=black p-cap locked in place properly during testing. Insulin pump downloaded successfully using (thump software). Insulin pump passed displacement test and self test. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm ((B)(4)) on (B)(6) 2021 at 19:41:45 hour. Problem isolated to the electronic assembly as per global logic analysis ((B)(4)). Insulin pump was cut open and perform a visual inspection on electronic assembly and motor assembly. No moisture damage or components damage noted during visual inspection. No physical damage noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer stated that they were able to clear the alarm and complete pump rewind. Customer stated that displacement verification test and self test passed. No harm requiring medical intervention was reported. The device will not be returned for analysis.